Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level and under delivery. The customer¿s blood glucose was 284 mg/dl at the time of the incident and current blood glucose was 284 mg/dl. The customer had symptoms such as dizziness. The customer was treated with insulin pump and injection. The customer alleges pump was under delivering because blood sugars are not going down. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.